Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr became stuck in the lesion and additional device was required. The target lesion was located in the heavily calcified artery. A 1.50mm rotapro was selected for use and advanced to the target lesion using a pecking motion. During the procedure, it was noted that the device stalled and the burr became stuck in the lesion. Withdrawal was attempted while in dynaglide mode, but unsuccessful. The sheath of the device was cut, a guide extension catheter was introduced and the device was manually retrieved along with the guidewire. The vessel was rewired and a stent was deployed to complete the procedure. There were no patient complications reported. The patient was okay and discharged the following day.